Event description:
This record captures a review of 'health-related quality of life outcomes of instrumented circumferential spinal fusion for pediatric spondylolisthesis: a comparison with age and sex matched healthy controls' from the spine journal (volume 45, number 23, pp e1572¿e1579). Twenty-six patients had pedicle screw instrumentation with intracorporeal fusion using tlif cage or autologous structural bone graft. At this time no additional device information is available. The cases in this study range from may 2009-november 2017. It was reported that two patients presented with chronic post-operative pain persisting two years and that seven patients received reoperations due to 'various reasons' of which are not specified in the article.

Manufacturer narrative:
The article 'health-related quality of life outcomes of instrumented circumferential spinal fusion for pediatric spondylolisthesis' in spine journal , volume 45 (e1572¿e1579) 2020, was reviewed. Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. If additional information is received, the investigation will be reopened and updated.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of 'health-related quality of life outcomes of instrumented circumferential spinal fusion for pediatric spondylolisthesis: a comparison with age and sex matched healthy controls' from the spine journal (volume 45, number 23, pp e1572¿e1579). Twenty-six patients had pedicle screw instrumentation with intercorporeal fusion using tlif cage or autologous structural bone graft. At this time no additional device information is available. The cases in this study range from may 2009-novemeber 2017. It was reported that two patients presented with chronic post-operative pain persisting two years and that seven patients received reoperations due to 'various reasons' of which are not specified in the article.